Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The fourth seal did not deploy out of the delivery tube. The surgeon used a fifth heartstring seal to complete the procedure. No pt complications were reported by the hosp. This report is for the first heartstring seal that cracked.